Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 74-year-old female patient, the device displayed a "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and defib stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. It's important to note that a device reset can be a designed outcome to recover from a communication or other insignificant error. There were no surrounding errors and no indication of a device malfunction found in the history log. Analysis of reports of this type has not identified an increase in trend.